Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 7.3 mmol/l. There were no significant events leading to the alarm observed. The insulin pump will be replaced.

Manufacturer narrative:
The esc button on the insulin pump had intermittent button response due to flattened dome switch. The device had corroded keypad traces. No button error alarms noted during testing. The device had cracked reservoir tube lop, minor scratches on the display window, cracked case at the display window corner, cracked belt clip slot, cracked reservoir tube window, and cracked case at the reservoir tube window corner.